Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Initiating therapy before connecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during fill three of five. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was noted that the patient initiated therapy at the incorrect time. The technical service representative reviewed proper procedures with the reporter, explained the alarm to the reporter, and assisted the reporter to clear the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Updated from "during troubleshooting, it was noted that the patient initiated therapy at the incorrect time" to "during troubleshooting, it was noted that the patient did not check that the patient line was properly primed." (B)(4). During the troubleshooting, it was found that the patient did not check if the patient line was properly primed which is known to cause this system error. ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.